Event description:
Patient had foley catheter in place. The tamper resistant seal was still intact and the catheter "popped off" according to rn description. The catheter came apart from the tubing/bag connection.